Manufacturer narrative:
Data for one additional patient sample with a questionable high troponin I stat elecsys result was provided. The event occurred on (B)(6) 2021. The initial result was 0.384 ng/ml. The repeat result from the same sample was <0.1 ng/ml and the repeat result from an aliquot of the sample was 0.1169 ng/ml. New samples from the patient had results of 0.1 ng/ml, 0.1 ng/ml, and 0.113 ng/ml. Information regarding if the questionable result was reported outside of the laboratory and if the patient was adversely affected was requested but has not yet been provided.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin I stat elecsys result from the cobas e411 disk analyzer. The initial result was 0.401 ng/ml with a data flag. The repeat results were <0.100 ng/ml with a data flag three times. The questionable result was not reported outside of the laboratory. The reagent lot number was 52106000 with an expiration date of 30-apr-2022.

Manufacturer narrative:
For the one additional patient sample, the following clarification was received: the result of 0.113 ng/ml was believed to be correct. No questionable result was reported outside of the laboratory. The patient was not adversely affected. The investigation did not identify a product problem. The cause of the event could not be determined.